Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during a trial procedure, after the physician placed leads the patient was unresponsive due to low heart rate and blood pressure so physician removed the leads and aborted the trial. It was noted that the event was not device related and the patient was fine after the trial procedure.